Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the cas skull prosthesis was too small.

Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could be confirmed based on the pictures provided. A big gap could be observed around the perimeter of the implant during surgery. Additional details were requested from the sales representative but were not provided. The complaint analysis confirmed that the design and navigation were performed according to guidelines; however, the defect was cut larger than planned, making the implant appear too small, so a mesh from another supplier was used successfully without complications or delays. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.